Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on 01/11/2017 alleging that on (B)(6) 2017, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 370 mg/dl with associated symptoms of nausea, vomiting and abdominal pain. The patient was reportedly treated at the hospital emergency room with IV fluids. The reporter alleged the patient¿s serious injury was associated with an intermittent pump power issue. This complaint is being reported because the patient reportedly had a serious injury on insulin pump therapy associated with a pump power issue.